Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage. It was reported that on (B)(6) 2021 mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The leaflets were very thin and friable. Two clips were successfully deployed. However, after deploying the second clip, the leaflets started to tear around both implanted clips. Due to the patient anatomy, the physician decided to discontinue the procedure. Mr remained at a grade of 4. On (B)(6) 2021, mitral valve replacement was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to patient morphology/pathology. The unchanged mitral regurgitation (mr) was due to the tissue injury. Tissue injury and unchanged mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.